Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) 305 mg/dl and customer was treated in the emergency room (ER) with insulin and intravenous "bag". After a few hours, customer left the ER with a bg of 190-200 mg/dl. The customer felt ¿fine¿. Customer did not know cause of elevated bg. As event occurred in the past, tandem technical support could not determine a possible cause of event.